Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 3000359542, 3000357804 and 3000354605 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone shielding on the outside of the jaws breaks off. The silicone was able to be retrieved with the jaws, but had to be retrieved out of the tunnel in the leg. A new device was used to complete the procedure after a delay. No injury to patient.